Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus. The field service engineer (fse) identified that there were no light emitting diode indicators on the module controller and replaced the module controller. The station subsequently failed to power on, and further investigation traced the issue to the drawer controller for drawer 5.2, which was replaced. The fse then tested all drawers and verified that normal station functionality had been restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 5.1 and 5.2 were not detected on the bus. The customer attempted to reboot the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.